Event description:
A patient reported experiencing inaccurate low results with a ot basic enhanced meter. The patient's blood glucose results were 75, 97, 117mg/dl.. Tests were done within 10 minutes with a difference of 25mg/dl. Patient did not experience any adverse events. No further information has been reported. Note* - customer was cleaning the meter incorrectly.